Event description:
It was reported that this lead was an attempted implant. During the procedure, after placing the lead for left bundle branch pacing, the parameters were not satisfactory. The lead was repositioned three additional times and the parameters did not improve. The lead was then removed from the patient, and it was observed that the lead helix had become damaged (it appeared disfigured and would not retract) due to the positioning attempts. The lead was then exchanged, and the procedure was successfully completed without adverse effects.